Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitor issued alerts for an out of range impedance measurements for the cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's left ventricular (lv) lead. Boston scientific technical services (ts) was consulted and noted that the out of range measurement range was programmed from 200 to 2000 ohms. The value of the out of range impedance was not visible in the lead trend, but they did note a couple of spike in impedance measurements above 1000 ohms. The medical personnel stated that they had to change the configuration due to muscle stimulation and that change correlates to change to higher lv pace impedances. It was noted that the patient was brought into a procedure where device to lead connections were assessed. Since that time all impedance measurements have been within range. No additional adverse patient effects were reported.